Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or nonstatistical trends. Based on this data, the product is performing as intended and no product issues were identified. A review of labeling concluded that the issue is adequately addressed. Return material was not available. A retained kit of prism hcv, list number 6a52-48,lot number 55289li00, (which was tested instead of the complaint lot, which had expired) was calibrated and the calibration met instrument specifications. The positive run control value met control specification and was in the typical range. To evaluate analytical sensitivity, additional 4 replicates on each subchannel of sensitivity panel member and of the positive run control were tested. The panels and positive run control values met specifications and the results were in the typical range. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrixhcv 9045 and hcv 9041). The seroconversion panel results were compared to prism hcv test results provided by zeptometrix. The reagent detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. Additionally, a review was performed for non-conformances and deviations associated with the affected reagent lot. This review did not reveal any events or issues that may have impacted the performance of the lot number in relation to the complaint issue. Based on this investigation, it is determined that no systemic issue or product deficiency was identified for the prism hcv assay, lot number 36359li00 was identified an investigation on the abbott prism, list number 06a36-10, serial number (s/n) (B)(4) was performed. An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. The service history for prism s/n (B)(4) was reviewed and identified no service-related issues that could have contributed to this complaint. A review of complaints for the abbott prism instrument did not identify any additional complaints nor was there an increase in complaint activity. A review of the abbott prism operations manual determined adequate instruction is provided with respect to this complaint issue. The results of this investigation indicate no product deficiency of the abbott prism instrument was identified.

Event description:
The customer observed (B)(6) results, which also tested (B)(6), while using the prism hcv assay. During a retrospective review of archived samples a blood donor was thawed and retested using the roche cobas method and a (B)(6) result was generated. The donors were each previously reported upon in different manufacture reports (referenced below). Additional archived specimens were retested for the donors using the suspect device documented in this report, as follows: archived sample (B)(6) (donor initially documented under manufacture report 1415939-2016-00035) the erythrocyte mass and platelets from the blood donation was provided for transfusion. On (B)(6) 2014: prism hcv: (B)(6). On (B)(6) 2016: roche cobas: (B)(6). No impact to any recipients of the blood products has been reported.